Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned for analysis. Upon analysis it was reported that there were voids in the outer insulation bilumen tubing, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut and had cosmetic environmental stress cracking.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient reported to the hospital after hearing a lead integrity alert. Alert was triggered due to oversensing on the lead. The lead was extracted and replaced. During the explant procedure there was difficulty explanting the lead; subclavian crush and lead fracture suspected cause of oversensing. No patient complications were reported as a result of this event.